Event description:
The patient was not responding to dose increases. It was not possible to aspirate via the catheter access port; a catheter issue was suspected. The pump contained baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2009, explanted: product typ catheter product ID 8590-1, lot# n171755, serial# implanted: (B)(6) 2009, explanted: product typ accessory. (B)(4).